Event description:
The field service representative (fsr) reported that during prevention maintenance (pm) of the device, the "pump not primed" alarm turns on after several seconds of pump running in cool down, defrost, maintain and rewarm modes on the cooler heater unit. Since the event occurred during preventative maintenance, there was no patient involvement.